Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found that the plastic tip fractured on one jaw. The broken piece was returned. The reported condition of component disengagement was confirmed. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event of excessive heat. The radio frequency identification(rfid) logs taken from the device indicate the product was used on a generator. The insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping of the insulation. Manufacturing and supplier were ruled out as the possible cause of the fracture by the engineering. The device's mechanical function, jaw gap, and closed circuit resistance were all evaluated and found to be within specification. The device was plugged into an generator and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the middle of the procedure, a foreign material was found in the operating field, and at that time the tip part was found to be broken and was retrieved from the patient's cavity. The sealing was performed between mosquito forceps, (while using a microscope). This was the second time to use exact, this time at the time of sealing that the product was hot and the temperature became higher by hands. Procedure was completed with another device. No patient harm